Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05683. It was reported that a catheter break occurred. A direxion hi-flo transend-18 system was selected for use. After injection of hp 1000psi, it was noted that the catheter broke. This breakage occurred with another direxion hi-flo transend-18 system also. Therefore a third guide needed to be used. No patient complications were reported.